Event description:
On (B)(6) 2026, the mother of the patient reported high blood glucose requiring hospitalization for greater than 24 hours. The patient presented with symptoms of vomiting and stomach ache, with ketone levels of 0.8, and was treated with insulin pump administration.

Manufacturer narrative:
E1: event city: (B)(6) event country: spain e1: name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545